Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose. Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 220 mg/dl but her blood glucose was 500 mg/dl. Current blood glucose value is 120 mg/dl and sensor reading is 183 mg/dl. Customer was advised to remove and replace the sensor. Nothing further reported.